Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent difficulty removal, stent movement on balloon, and stent damage occurred. The target lesion was located in the posterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, at the lesion area when the stent was repositioned, the stent appeared snagged and partially stripped from the balloon. Traction force was applied and the stent was successfully removed from the coronary vessel; however, obvious deformation of the stent struts were noted. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis broken and without the proximal section of the hypotube. A visual examination of the stent found signs of stent damage on the entire length of the stent. Stent struts on the proximal region of the stent were lifted from their crimped position and pulled distally. Stent struts from the distal region of the stent were noted to be lifted from their crimped positions and pulled distally over the distal balloon cone. Due to the extent of the damage no stent outer diameter (od) could be measured and as no manifold hub was returned with the device. No crimp stent data could be obtained from the stent manufacturing data logs since the this data is found printed on the manifold hub which was not returned. The balloon was reviewed and both proximal and distal balloon cone appeared slightly inflated with the balloon wings not tightly wrapped and folded. The balloon cones show signs of positive pressure applied to them. No inflation is evident on the middle part of the stent. A visual and microscopic examination of the bumper tip showed no signs of damage. An inspection of the hypotube was not performed as it was not present with the returned device. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found what appears to be a cut in the shaft polymer extrusion measured at 13.1cm proximal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent difficulty removal, stent movement on balloon, and stent damage occurred. The target lesion was located in the posterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, at the lesion area when the stent was repositioned, the stent appeared snagged and partially stripped from the balloon. Traction force was applied and the stent was successfully removed from the coronary vessel; however, obvious deformation of the stent struts were noted. There were no patient complications nor injuries reported.